Event description:
It was reported that during implant of the intraocular lens (iol) that the haptic broke on the side and required removal. The haptic and lens were removed in pieces. The patient required a vitrectomy and an enlarged incision. Another lens was implanted successfully with no reported patient complications. Patient reportedly doing fine post operatively.

Manufacturer narrative:
Enlarged incision. Intraocular lens. Lens has been discarded. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted.